Event description:
It was reported that pt had revision hip surgery for recurrent dislocation. Pt had custom cage by depuy in since original operation. Doctor revised total hip will new depuy poly and a new pca head.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.